Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 429688 lead, implanted: (B)(6) 2012; 407652 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock which resulted from the device detection not withholding during intermittent t-wave oversensing (twos) algorhythm on the right ventricular (rv) lead. The sensitivity was reprogrammed. The device and lead remain in use. No further patient complications have been reported as a result of this event.